Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the sterility was not maintained properly. It was reported that the patient was not hospitalized for the event. The patient was treated with meropenem injection (1gm, twice a day, route not reported) and vancomycin injection (1g, every 4th day, route not reported) for peritonitis. At the time of this report, the patient was recovering from the event and antibiotic therapy was ongoing. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information : upon follow up it was reported that antibiotic treatment was discontinued. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.